Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15741588 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product will be returned for analysis, however it has not been received. Additional information will be submitted within 30 days of receipt. Concomitant medical products and therapy dates: envoy guiding catheter (details unknown), synchro guidewire (details unknown), sl-10 microcatheter (details unknown), 3 coils (details unknown), ev3 3-8 (details unknown).

Event description:
During the procedure, the 4th coil: orbit mini complex fill 3.5x9 ((B)(4)) stretched during insertion in the microcatheter before exiting the microcatheter. An envoy guiding catheter (details unknown), synchro guidewire (details unknown), and sl-10 microcatheter (details unknown) were successfully used to position 3 coils (details unknown). The 4th coil was flushed to purge out the air and an inspection was done. The 4th coil was withdrawn and changed to an ev3 3-8 to complete the procedure. There was no impact on the patient. There were no damages noted on the coil prior to use. There was no resistance at any time during advancement of the coil through the microcatheter. There were no damages noted on the microcatheter prior to and after use. An adequate continuous flush was maintained through the microcatheter. The same microcatheter was used to complete the procedure. Coil entanglement with previously placed coils was not suspected to contribute to the event. The coil was removed from the microcatheter while the microcatheter remained at the target site. The coil was still attached to the delivery system when it was removed. The target site was the right mca aneurysm which was 6.4-7.2mm.

Manufacturer narrative:
During a 6.4x7.2 coil middle cerebral artery coil embolization when the 3.5x9 trufill orbit (637mf3509/15741588) was advanced into the sl-10 microcatheter (mc) it was found that the coil stretched. It stretched during insertion in the mc before exiting the mc. Therefore, the coil was withdrawn from the mc while the mc remained in place. The coil remained attached to the delivery system after removed. The device was changed to a 3x8 ev3 to complete the procedure using the same mc. It was reported that there was no resistance at any time during advancement of the coil through the mc. There was no impact to the patient. During the procedure an envoy guiding catheter, synchro guidewire and sl-10 microcatheter were used. Prior to the event 3 coils were successfully positioned; the orbit coil was the 4th coil. Prior to the advancement into the mc, it was flushed to purge out the air and was inspected. An adequate continuous flush was maintained through the mc. There were no damages noted on the coil prior to use. There were no damages noted to the mc prior to use or after use with this coil. A non-sterile orbit mini complex fill 3.5x9 was received coiled inside of a plastic bag. The hypotube was inspected and kinks were noted on it. The introducer was inspected and no damages were observed. The support coil, gripper and embolic coil were found inside of the introducer. The support coil and gripper was found without damage while the embolic coil was found stretched. The gripper and the embolic coil were inspected under microscope, the gripper was found without damage while the embolic coil was found stretched and residues of dry blood can be observed on it. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported stretched coil was confirmed with analysis. The root cause of the conditions of the embolic coil and the damages found on the device could not be conclusively determined. It was reported that an adequate flush was maintained through the mc; however, based on the findings of residues of blood on the returned coil, it is possible that an inadequate flush may have contributed. Based on the report that there were no damages to the coil with inspection prior to introduction into the mc, procedural factors/device interactions appear to have contributed to the event. With review of the analysis and device history records there is no indication of any manufacturing issues impacting the event. Additionally inspections are in place to prevent this type of failures from leaving the facility. Therefore, no corrective action will be taken at this time.